Manufacturer narrative:
A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results suggest that given the limited information available, the source and possible contributing factors could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Leire, u. (2018). Electrocardiographic changes and conduction disturbances after transfemoral aortic valve implantation with edwards sapien 3 prosthesis. Journal of electrocardiology, 416-421.

Event description:
A single-centre prospective study from (B)(6) was published in the journal article ¿electrocardiographic changes and conduction disturbances after transfemoral aortic valve implantation with edwards sapien 3 prosthesis". The study included consecutive patients with aortic stenosis treated with transfemoral tavi using the sapien 3 prosthesis from april 2014 to november 2016. During the study period, three patients experienced major bleed events.

Manufacturer narrative:
Reference CAPA-20-00141.